Event description:
The complainant stated that the care staff was lifting a pt with the lift and noticed that the bolt where the sling bar adapter is attached to the lift strap was backing out of the nut and close to falling out. She lowered the pt into a chair and informed their maintenance department. The pt was not injured.

Manufacturer narrative:
The accounts maintenance tightened the locking on the bolt to resolve the problem. It was determined that the nut was not tightened after the last maintenance work performed in (B)(6) 2011.